Event description:
It was reported during a follow-up in clinic, a loss of capture was noted on the left ventricular (lv) lead. X-ray imaging was performed and confirmed dislodgement of the lv lead. The suspected root cause was due to twiddler syndrome. The lv lead was deactivated and the patient was stable.